Event description:
Additional information was received from the physician, who indicated that the patient passed due to drowning. The physician did indicate that the patient had seizure reduction with the vns. There was no indication that the device was not working at the time of death and the device was not explanted after the death. There is an unknown relationship with the vns and the cause of death, however, the physician believes there was no malfunction as far as she saw the follow-up results of the last appointment. Internal data from the generator was received and reviewed. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that a patient passed away while taking a bath. The exact cause of death has not yet been determined. No other relevant information has been received to date.